Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. The patient stated that she had a battery "revision" done the day before yesterday (confirmed that the battery was changed). There was no further information reported. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Correction to method code. Changed (B)(4). Device code changed (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. When asked to clarify the report of their battery revision, they replied their 'battery wasn't.' They noted the circumstances which led to the battery revision were that their bladder was uncontrollable, and reiterated their battery was replaced (B)(6) 2020, which was previously reported as (B)(6) 2020. It was also previously reported that their replacement was due to their device not working right, and it was noted x-rays were conducted at the end of (B)(6) 2020, which led to the replacement.